Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when injecting into the leg, liquid squirted out the side of the side of the needle instead of going through and im into the leg. There was patient involvement, and unknown patient harm/adverse event reported.